Event description:
Healthcare professional reported "capsular contracture baker grade lll", "lymph node", "folds", "cyst", "pain" and "postoperative scar infection". Later healthcare professional reported "mild cortical thickening" , "increased doppler flow", "accumulation of anechoic fluid" and "smooth thickening of the fibrous capsule". This record is for left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade lll", "lymph node", "folds", "cyst", "pain" and "postoperative scar infection". Later healthcare professional reported "mild cortical thickening" , "increased doppler flow", "accumulation of anechoic fluid" and "smooth thickening of the fibrous capsule". This record is for left side. The device remains implanted.